Manufacturer narrative:
Corrected data: a2, a3. Additional information: h6, h11 (device evaluation). Investigation conclusion: the investigation of the returned coil system found the implant coil stretched at the proximal section and separated from the pusher. The pusher was not returned for evaluation. The investigation found that the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing forces exceeding the implant's yield strength. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported, the framing coil released prematurely and got stuck in the catheter. The coil was snared, and the case was able to be completed using other coils. The device is expected to be returned for investigation. There was no patient injury.